Event description:
It was reported that prior to a procedure, the distal holding piece of the unit appeared to be on the verge of disassembling. It was further reported that a replacement was available.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.